Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the report that the implant procedure occurred "towards the end" of (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure "towards the end" of (B)(6) 2022. Following the implant procedure, on an unspecified date, the patient went to the emergency department (ed) due to rectal pain. The patient also passed "some kind of pus" from the rectum. It was noted the emergency department was unsure if it was pus or mucus. The patient was started on antibiotics prior to being sent home from the ed. A follow up computed tomography (CT) scan, on an unspecified date, showed "some signs" of fluid buildup around the site of the hydrogel. It was suspected the patient potentially developed an infection or "some sort of reaction" as a result of the spaceoar vue placement. It was further reported that surrounding the hydrogel was dark fluid collection, per the CT scan, and it was not possible to tell whether there was an abscess or "some kind of inflammation". The patient was on fraction 13 of 28 of radiation. It was decided to halt the patient's radiation treatments. Magnetic resonance imaging (MRI) was to be performed; however, the date of imaging and results were not provided.